Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 4 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported to be due to aortic stenosis and aortic insufficiency. It is stated that the patient has complex anatomy related to prior surgical aortic valve surgeries. No additional adverse patient effects were reported.